Event description:
This is a spontaneous case report received from a consumer in united states via television program on 01-nov-2013 referring to herself. The female consumer of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced severe joint pain, like my entire body and everything hurt all the time. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication received. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted. The consumer stated she had severe joint pain, like her entire body and everything hurt all the time. She had a hysterectomy done and her relief was immediate, within hours. No causality assessment was given. Follow-up received on 27-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0892). Consumer experienced debilitating migraines that went on for weeks at a time and states that, due to heavy bleeding during her period, she would be going through a super tampon and an overnight pad within an hour and informs that this would go on for a week to 10 days. In addition, consumer reported that her period, which had come like clockwork every 28 day for 30 years, now become totally unpredictable, coming anywhere from every 18 to 53 days. Consumer also experienced extreme fatigue, body pains, all over hives, autoimmune disease, nausea and dizziness and reported overall loss of quality of life and career. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and everything hurt all the time / body pains. This event is serious due to its medical importance and listed in the reference safety information for essure. She also experienced autoimmune disease, which is serious due to its medical importance and unlisted. She experienced other non-serious events. In this case, consumer underwent a hysterectomy. For the event everything hurt all the time / body pains, considering its nature, a causal relationship with suspect insert cannot be excluded. With regards to the other event, based on the pathophysiology and given essure's local action in fallopian tubes, a causal relationship can be excluded. This case was regarded as incident since a surgical intervention was performed. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.